Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) failed. There was no reported patient injury.

Manufacturer narrative:
Although requested, the service repair status is unavailable, and investigation is ongoing. (B)(4).